Event description:
Related manufacturer reference number:2017865-2023-18418. It was also reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial and right ventricular lead exhibited noise. It was noted that most of the noise was on the v side, but some was also seen on the a side. No intervention was performed. There were no patient consequences.